Event description:
Hcp reported catheter disconnection at straight connector, near end of battery life." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.